Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified; battery issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm (alarm 14) occurred and due to the battery not able to be charged, pump was not able to be reset to resolve the malfunction. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.